Event description:
It was reported that during a lap cholecystostomy procedure, one of the clips did not form properly. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.